Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported shuttling with the angio-seal device involved. The operation proceeded without a problem until anchor setting. However, when the anchor was pulled up until it impinged on the arterial wall and pulled up further, the anchor was withdrawn without catching the vessel wall and hemostasis was not achieved. The device was not used, and manual compression was applied for an unknown period of time to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters (mm). The patient has peripheral vascular disease. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was rest to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. All internal components were able to deploy properly. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).